Event description:
It was reported that the patient had telemetry issues with an overdischarge condition on the implantable neurostimulator (ins) battery. The last time they felt stimulation was 2 to 6 months ago. The antenna locator feature on the external recharger was used in an attempt to resolve the telemetry issue without success. On (B)(6) 2012, the company representative met with the patient and completed two 60 minute "countdowns" on the patient's ins with no success. The patient's physician was going to further discuss options with the patient. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
.